Event description:
The biomedical engineer (bme) reported that the bedside monitor was missing from the central nurse's station (cns) network. They are unable to see it under monitor bed settings at all. Tech support (ts) had him check interbed on the bedside, but he was unable to see anything else on the network when checking all the groups under "select beds." It is unclear if they were not able to monitor this bsm from the beginning because they could not see it, or if the bsm stopped being monitored on the cns. The biomedical engineer (bme) reported that the bedside monitor was missing from the central nurse's station (cns) network. They are unable to see it under monitor bed settings at all. Tech support (ts) had him check interbed on the bedside, but he was unable to see anything else on the network when checking all the groups under "select beds." It is unclear if they were not able to monitor this bsm from the beginning because they could not see it, or if the bsm stopped being monitored on the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor was missing from the central nurse's station (cns) network. They are unable to see it under monitor bed settings at all. Tech support (ts) had him check interbed on the bedside, but he was unable to see anything else on the network when checking all the groups under "select beds." It is unclear if they were not able to monitor this bsm from the beginning because they could not see it, or if the bsm stopped being monitored on the cns. The biomedical engineer (bme) reported that the bedside monitor was missing from the central nurse's station (cns) network. They are unable to see it under monitor bed settings at all. Tech support (ts) had him check interbed on the bedside, but he was unable to see anything else on the network when checking all the groups under "select beds." It is unclear if they were not able to monitor this bsm from the beginning because they could not see it, or if the bsm stopped being monitored on the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was not showing at the central nurse's station (cns) under the monitor bed settings. No patient harm was reported. Investigation summary: no further information was available. The monitored beds settings screen displays available devices on the network that could be monitored at the cns. The user must first register one of these available bedside devices before that device can be admitted be monitored. When a device is not shown on the cns, it indicates that the device is not on the patient monitoring network. That, in turn, is caused by a number of other factors, including that the device is not powered on, has an incorrect network configuration, or there are network issues, etc. The service history for this cns shows this is an isolated incident with no recurrence of the reported issue. There is no evidence of a device malfunction, and the root cause cannot be not determined. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 11/11/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/15/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #4 11/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not showing at the central nurse's station (cns) under the monitor bed settings. No patient harm was reported.